Manufacturer narrative:
This supplemental report is being submitted to additional information of the results of the legal manufacturer's final investigation. Additional information added to fields h6 and h11. Based on additional information of the investigation results, the following items were considered to be potentially related to root cause: damage to the device due to dropping, etc. Additionally, it was considered probable that the inspection damaged the manifold unit (ru119500) and the damper (gc542500), causing an incorrect flow rate indication. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found faulty components (equipment failure). The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high flow insufflation unit had abnormal flow rate. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a faulty manifold unit. The specific cause of the faulty manifold unit was attributed to physical damage of the manifold connector. Olympus will continue to monitor field performance for this device.